Manufacturer narrative:
On an unspecified date in (B)(6) 2017, the patient experienced an episode of peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On an unreported date, patient began treatment with ceftazidime and cefazolin sodium (dose, frequency, duration and route were not reported) for the peritonitis event. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.